Event description:
It was reported to philips that the system gave an alert indicating that an unknown application was unavailable, preventing booting. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) examined the system remotely by connecting with the customer and confirmed the error message ¿unknown application is not available¿ displayed on monitors other than acquisition monitor. Restarting the power did not resolve the issue. Review of the system log file showed malfunction with the flexvision pc. Furthermore, the troubleshooting actions were carried out in the subsequent case where the fse (field service engineer) found that the system was not possible to communicate with the large monitor control pc (flexvision pc) in the inspection room. The fse replaced the flexviewing pc and reinstalled the software. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.